Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. No pump error 23 or cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm. The customer reported that an unexpected restart happened. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not stored without a battery. The customer stated that the alarm occurred more than once after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. No pump error 23 or cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.